Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed that the routine manipulation of the davinci xi to start the surgery was carried out. Before placing the patient in the operating room, the customer noted it is routine to turn on the system, perform a self-test and then drape it. This action was carried out as expected, and at the end of the test it emitted the "davinci ready for use" signal. When the customer started the pneumoperitoneum, the system emitted an audible signal (2 beeps) that there was an error with the lights, which should be blue, immediately turned yellow indicating that there was an error, but this error was still recoverable. On the screen of the system car, an error 32101 alert was displayed. As a routine, the system was restarted for correction, but error 32101 remained. At this point, the customer indicated they contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) who began the process of evaluating the system remotely. The customer was informed after 45 minutes of recovery attempts that the error, even with a recoverable alert, could not be solved and that the surgery could not be carried out using the robotic technique. The surgical procedure was aborted. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the axis controller platform (acp) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive the da vinci product involved with this complaint to perform failure analysis.